Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that, intermittently, no insulin exited the tubing. There was no impact to customer's blood glucose. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.